Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the flex arm would not tighten to the attachment during an unspecified spinal surgery and can no longer be used. There were no patient complications reported.